Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with urethral atrophy. The patient was not able to get it to cycle properly and it also had a cuff sizing issue. The aus were explanted, and the patient wanted this device to remain explanted with no reimplantation of another device. There were no additional patient complications reported.